Event description:
It was reported that the patient passed away due to sudep and that the family refused an autopsy. Information was received from the physician that the death was not related to the vns. He noted that an autopsy was performed, and that the death was witnessed by the patient's father and did not result from trauma or drowning. He noted that the patient died during a seizure and was in the prone position. The generator and lead were returned to the manufacturer. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the generator and lead. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During lead analysis, setscrew marks showed evidence that at one point the lead pin was inserted completely. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. No obvious anomalies were observed on the returned portion of the lead.